Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to identify any trends that may develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital stated that the product is not returning as it was discarded. Refer to MFR report #'s 224352-2012-00128, and 2242352-2012-00130 for the related reports.